Event description:
Boston scientific received information that approximately two months following the implant procedure, the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. An x-ray revealed that the setscrew may need to be tightened or the lead was not fully inserted. After opening the pocket, it was confirmed that the lead was securely in the header. The lead was re-inserted and the setscrew was secured. All measurements were appropriate following the revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.